Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "poor hygiene in daily operation". It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory medications for the event. Pd therapy was discontinued. Patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B3: event date - november 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.